Event description:
Reporter stated that the surgeon was inserting a silicone single-piece lens model aa4203tl into the pt's eye and noticed the lens was torn. The surgeon was able to remove the lens without enlarging the incision. No pt injury.